Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter correction: h6 codes have been updated/corrected. Eval code method code b17 is applicable to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the pump found no anomaly. Analysis of the catheter found acceptable testing and the catheter was incomplete and returned in segments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 03-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving infumorph (10 mg/ml, 3.5 mg/ml per 24 hours) via an implantable pump for an unknown indication of use. It was reported that the patient was experiencing withdrawal symptoms after pump replacement on (B)(6) 2021. The pump was interrogated at the physician's office on (B)(6) 2021 with no issues noted. The pump was again interrogated a few days later with no alarms or volume discrepancy reported. Catheter aspiration was attempted through the catheter access port (cap) and was unsuccessful. No alarms were present and the pump appeared to be working correctly. A .1 mg/ml bolus was given and an increase in the 24 hour dose was done by the physician at that time. The patient responded will to the bolus, however complained within 24 hours of withdrawal symptoms. The physician was unsure if the patient was actually experiencing withdrawal. The patient was brought into the operating room on (B)(6) 2021, the pump was exposed surgically and the catheter was aspirated successfully. The physician decided to replace the pump and the catheter because the patient symptoms still could not be explained. It was noted by the physician that the pump seemed to be working, however the patient withdrawal symptoms could not be explained so the entire system was replaced. The pump was being returned to rule out fault. The patient was alive with no injury at the time of this report. The patient's medical history was asked but unknown. The issue was reported to be resolved at the time of this report.